Manufacturer narrative:
Age: median age. Sex: majority gender. Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant: estimated. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant. The deaths and device malfunctions referenced, are filed under separate medwatch report numbers. Literature article titled: ¿clinical outcomes and predictors in patients with previous cardiac surgery undergoing mitral valve transcatheter edge-to-edge repair¿.

Event description:
This is filed to capture the serious injuries. It was reported through a research article that the mitraclip device maybe related to death, hospitalization, mitral regurgitation, major bleeding, cardiogenic shock, vascular complications, detachment, embolization, migration, and device retrieval. Although the complications mentioned occurred, mitral-valve transcatheter edge-to-edge repair is feasible and effective in high-risk patients who previously underwent major cardiac surgery. Specific patient information is documented as unknown. Details provided in the article titled: ¿clinical outcomes and predictors in patients with previous cardiac surgery undergoing mitral valve transcatheter edge-to-edge repair¿.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effects of mitral regurgitation (mr), hemorrhage, shock, unspecified tissue injury and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported expulsion, patient effects of mr, hemorrhage, shock and unspecified tissue injury. The embolism appears to be related to the clip expulsion. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.